Event description:
The customer reported that the system was intermittently unable to perform fluoroscopic x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board. The system operates as intended.